Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A service engineer (se) inspected the device and found that the compressor muffler, water trap, and outlet filter needed to be replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A service engineer (se) replaced two compressor mufflers, a water trap, and an outlet filter. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a breath delivery (bd) power on self-test (post) failure. The ventilator was not in use on a patient at the time the malfunction occurred. The evaluation and repair of the device has not been completed.